Manufacturer narrative:
It was reported that "the head section will not go up. Customer states they had to wiggle the power cord to get it to work. Customer believes it's an electrical issue as the bed only works sometimes the head section is working intermittently. The customer states that the have to move and wiggle the pendant cable to get the bed to work. The customer states that they do not have another remote to test on this bed. They state that when the bed is working, all functions on the bed work". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that "the head section will not go up".